Event description:
It was reported that patient underwent a revision with exchange of patellar component of tka due to aseptic patellar loosening right knee following a fall. Articular liner has also been revised during the procedure due to patient's high bmi.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see attached for the results of our investigation.